Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the returned device found the device showed 2 kinks on the catheter shaft. The 1st kink was at approximately 1.5cm from the tip. The 2nd kink was located at approximately 78cm from the tip. The device inserted into the sheath with no hesitation or restriction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the abdominal aorta. During a procedure, an expo guide catheter was advanced for treatment, however the pig tail catheter got kinked in the aorta. Removal difficulties were noted thus a non-bsc guidewire was advanced through the aorta which finally enabled removal of the catheter from the 6f femoral arterial sheath. The procedure was completed with another expo guide catheter. No patient complications were encountered and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the abdominal aorta. During a procedure, an expo guide catheter was advanced for treatment, however the pig tail catheter got kinked in the aorta. Removal difficulties were noted thus a non-bsc guidewire was advanced through the aorta which finally enabled removal of the catheter from the 6f femoral arterial sheath. The procedure was completed with another expo guide catheter. No patient complications were encountered and the patient's status was fine.